Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that he patient¿s managing doctor is in the dallas area, but he lives 60 miles from abilene. Patient was given rep's number more than a year ago but has never tried to call them directly. Rep followed up with him. The patient had basically forgotten how to run his patient programmer and was unaware how to navigate to alternate programs. The rep instructed him in how to run his scs system and helped him navigate to another program. The patient said he would try the other options out and call back if he needed further help. He never mentioned anything to the rep about his stimulator feeling warm. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator was not working very well and the patient had to wait for the hcp's appointment to get a reference for a CT scan. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain, chronic low back pain. It was reported that the patient has been trying to get a hold of the rep but has not heard back from anyone. He wonders if device needs to be reprogrammed because he is having lower back pain again even when device is on; patient also stated that he doesn't think the stimulator is working very well like it used to. Patient has tried to increase stimulation but that did not help. Sometimes when he charges he gets the "looking for device" screen. At times his ins seems warmer than his ins should feel. Sometimes he feels as though a pin is sticking him at the site of his ins and then the feeling goes away. No further complications were reported.